Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and no delivery alarm. Customer¿s blood glucose at time of incident was 130 mg/dl. Customer¿s current blood glucose was 454 mg/dl. Customer declined troubleshoot for high blood glucose and no delivery alarm. The insulin pump will not be returned for analysis.